Event description:
On (B)(6) 2014, the nurse reported that the patient's vns device could not be interrogated. Several programming systems were used; however, none could interrogate with the device. A demo generator was used to confirm if the programming system was working; however, the demo generator could not be interrogated either. On (B)(6) 2014, it was reported that the programming system was still not working. The programming system was used on another vns device; however, it could not communicate with this device either. The handheld, serial cable, and wand were returned to the manufacturer. An analysis was performed on the returned serial cable and the reported complaint of communication issues was verified. During testing it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with a broken wire connection on the axim connector plug pcb. Once the wire was soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the hhd and wand. The most likely cause for the wire break can be associated with mishandling of the serial cable. No further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Device history records were reviewed and no non-conformances were observed. The device passed all final testing prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.